Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The manual stapling handle misfired. The stapler was not able to fire. The surgeon was able to press the green button. There was no patient harm. The patient outcome is reported with no injury.